Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided. B3: the date of procedure is estimated.

Event description:
The following was reported via a twitter comment in response to a tweet explaining how to achieve hemostasis in a calcified vessel when the preclose technique fails: "very similar process with 2 percloses or a perclose+8f angioseal like you mentioned if the preclose fails". The comment included a picture of two perclose sutures interlinked out side of anatomy." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed, nor a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number and part number were not reported. The cause of reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, based on the information provided a root cause cannot be determined. It is possible calcified vessel created the malposition; however this cannot be confirmed. Based on the information available, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.